Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c16000 analyzer generated calcium results of <0.5 mmol/l on 2 patients. The samples were repeated and normal results of around 2 mmol/l were generated. The customer did not have specific data. There was no report of impact to patient management.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry calcium, 03l79-21, (B)(6) to architect c16000 system list number 03l77-01, (B)(6). MDR number 1628664-2015-00171 has been submitted and all further information will be documented under that MDR number. Suspect device changed.